Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 was not detected on the bus. A field service engineer (fse) performed a t-shot but could not duplicate the issue, as the site had resolved it prior to arrival, user recovered and verified operation with inventory counts. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.1 was not detected on the bus. The customer tried to reboot the station and recover the failed cubie pockets, but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication, and the nurse managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.